Manufacturer narrative:
Batch review performed on 12 february 2020: lot 136185: (B)(4) items manufactured and released on 17-feb-2014. Expiration date: 2019-jan-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Clinical evaluation: femoral component revision performed 5 years and 10 months after primary cementless total hip arthroplasty in (B)(6) year old man. No information concerning patient general health status, activity level and the presence of comorbidities is available. Poor quality of the radiographic image provided doesn't allow a proper clinical evaluation. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed after 5 years and 10 months after the primary due to an aseptic loosening of an amistem-h. The stem was revised.